Event description:
The customer reported that the 840 ventilator stopped cycling. Patient involvement is unknown. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the analog interface pcb. The unit passed extended self testing.